Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller was returned and analyzed. Durring visual inspection bent/broken pins #3-5 on power port 2 were noted. No examination of controller log files needed because the reported event details was evaluated during the visual and functional testing. Customer complaint was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned device revealed damaged pins on power port two (2) of the controller. The damaged pins did not allow a battery to connect properly to the controller. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a misalignment between the power port and battery output connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had an unstable/poor mechanical connection. The battery port 2 on the controller was not detected. The controller was replaced. No patient complications have been reported as a result of this event.